Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during catheter placement procedure, the device tunneler was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during dialysis catheter placement procedure, the device tunneler was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary:one tunneler with a plastic covering was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for tunneler break as the plastic tunneler covering was returned in two pieces with one piece over the tunneler and the other separate from the tunneler. The edges of the break on both pieces of the plastic covering were jagged. The break surface appeared to be smooth. A portion of the sheath break surface near the tip appears to project onto the opposite break surface. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 08/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.